Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles and leak. The customer¿s blood glucose was 120 mg/dl. The customer was assisted with troubleshooting. Customer stated that they get bubbles every time they change the reservoir. Customer stated the approximate size of air bubbles was eraser on pencil size and air bubbles were noticed by customer during therapy. Customer stated that they smell of insulin on the reservoir compartment. Customer states the leak was past second o-ring. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill test to reservoirs per dop114-811. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not leaks.